Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a cracked tank cover and outdated everything; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was not duplicated/verified during functional testing. No fault was found as the investigation was unable to duplicate or confirm the customer complaint. The cause of the reported issue was unknown. No corrective action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when pressing the side of the device it does not go up to the proper temperature. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.